Event description:
Caller alleged discrepant results compared wit the lab. Results as follows: date: (B)(6) 2010; inratio: 1.0; lab: 1.9. Testing occurred within one hour of one another.

Manufacturer narrative:
Investigation pending.